Manufacturer narrative:
Patient medications include coumadin, enalapril maleate, iron, isosorbide mononitrate, synthroid and pravastatin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to field b6 for the results of the imaging evaluation. Additional device implanted and involved in the event: (B)(4).

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2014, follow-up CT imaging identified an unspecified endoleak with no evidence of aneurysm enlargement. On (B)(6) 2014, an intervention was performed to treat the endoleak. It was reported the endoleak appeared to be a type ii endoleak originating from a lumbar artery. A contralateral leg component was implanted for distal coverage into the left common iliac artery. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.